Manufacturer narrative:
Concomitant medical products:694765 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited noise, undersensing and damaged insulation. The lead was explanted and rep laced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and analyzed.the analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo. The analyst noted that the distal portion of the lead was returned with breached insulation. If information is provided in the future, a supplemental report will be issued.